Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred on multiple occasions. The customer's blood glucose (bg) level ranged from 200 mg/dl to 350 mg/dl. The bg level was addressed when insulin delivery was resumed and a bolus via the pump was delivered. Tandem technical support educated the customer on the auto-off safety feature.